Manufacturer narrative:
The customer alleged during a laparoscopic cholecystectomy procedure, the patient sustained an abdominal wall hematoma during unintended movement of the operating room table and subsequent movement of the trocar instrument. Treatment included drainage of the hematoma followed by packing with a hemostatic agent. The surgical procedure continued without delay. A trumpf medical service technician inspected the operating table and retrieved its table event logs. Analysis of the logs indicated that the operating room table collided with an unknown object in the operating room, which resulted in the drop. No malfunction of the device occurred and the unintended movement was likely a result of use error. The table is functioning as designed. An abdominal wall hematoma meets the criteria of a serious injury as treatment was provided to preclude a permanent impairment of a body function or permanent damage to a body structure. Therefore, the abdominal hematoma will be reported as a serious injury, no malfunction.

Event description:
During a procedure, a trumpf medical trusystem 7000 operating table was being articulated when the table unexpectedly dropped. The account reported that the patient sustained a serious injury during unintended movement of the operating room table and subsequent movement of a surgical instrument.